Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins).it was reported that patient had loss of symptom relief. Patient was "all of a sudden" in out of regulation (oor). Typically, she would keep her device set at an amplitude of 1.8. Now she could only get to 0.4 (without being in oor). Upon analysis, all the electrodes had high impedance. Electrode 0-5 and 7 are orange. Electrode 6 is in red. She had perfect impedances at replacement. No environmental or external factors contributed to the issue. Patient indicated she was doing dishes when she noticed that therapy changed. She also reported no falls or noticeable anatomical changes that may have affected her equipment. Rep did reprogramming to exclude electrode 6, but all the electrodes have been affected will assess in a week and then work with health care professional (hcp) on lead replacement if her symptom relief does not return. The issue has not been resolved at the time of this report. No surgical intervention occurred or planned. Patient is alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the customer discarded the lead and opted to not return the device. The lead was completely fractured and replaced with a paddle lead. The issue was resolved. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep).it was reported that lead revision is scheduled for (B)(6) 2018. The lead will be explanted and returned to manufacture or analysis. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative. It was reported that the patient's issues hadn't been resolved. The patient was being scheduled for a lead revision. No further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60 lot# serial# (B)(4) implanted: (B)(6) 2011 product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.